Event description:
It was reported that the patient initially experienced pain where the pacemaker was located when using the vest device. It was also noted that when the patient was hospitalized on (B)(6) 2024, a large amount of blood was found around the pacemaker wires, and the healthcare provider thought that this caused an infection in that area. There was no report of device malfunction. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the patient initially experienced pain where the pacemaker was located when using the vest device. It was also noted that when the patient was hospitalized on (B)(6) 2024, a large amount of blood was found around the pacemaker wires, and the healthcare provider thought that this caused an infection in that area. There was no report of device malfunction. The patient is a 77-year-old female with relevant medical history of pulmonary arterial hypertension, left lung nodule, back surgery for herniated discs, bronchiectasis, and chronic bronchitis. It was noted the pacemaker was placed in 2012/2013. The patient also reported she recently lost weight, and "she does not have much on her bones". The patient's cardiologist and pulmonologist advised the patient to discontinue the use of device as it could have contributed to the reported event, together with the recent weight loss. The patient is currently recovering in a rehabilitation facility. The vest airway clearance system was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high-frequency chest wall oscillation (hfcwo). In this event, it was reported that the patient required hospitalization due to a large amount of blood found around the pacemaker wires, and a subsequent infection of the site. During hospitalization the patient likely received medical and/or surgical intervention to preclude permanent damage of a body structure and/or to preclude permanent impairment of a body function, concluding a serious injury occurred. Additionally, there was no report of device malfunction. The exact cause of the reported serious injury (bleeding around pacemaker wires and infection) is undetermined at this time. It is likely multifactorial due to the patient¿s medical condition including significant weight loss, however, it cannot be excluded that the use of the vest device possibly contributed, as also stated by the patient's healthcare provider. The device will be returned as the patient's cardiologist and pulmonologist advised to discontinue use. If any additional and relevant information is received, the case will be re-assessed accordingly.